Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Event description:
Patient reported "capsular contracture unknown baker grade and seroma, diagnosed via ultrasound and magnetic resonance imaging (MRI)". This report is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture unknown baker grade and seroma". Clarification to partial b3: mar2025 was provided. Clarification to partial d6a implant date: 2016 was provided. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.